Manufacturer narrative:
The subject device is not available.

Event description:
It was reported that that the long sheath catheter fell apart during the procedure. There were no reported clinical consequences to the patient.

Manufacturer narrative:
Executive summary: updated based on additional information received. Product long description: updated based on additional information received. Lot#: updated based on additional information received. Expiration date: added. Initial reporter first name, initial reporter last name: updated based on additional information received. Manufacturing date: added . The device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. The subject device was not returned; therefore, physical as well as a functional evaluation could not be performed. Information available indicated that the device was confirmed to be in good condition prior to use and was prepared as per the dfu (direction for use), no resistance was encountered during manipulation of the device, and continuous flush was set up. Based on the information currently available the exact cause for the reported event cannot be determined.

Event description:
During the procedure, it was reported that the hub of the long sheath catheter fell apart. And when pulling back, the tip disconnected with coils exposed. There were no reported clinical consequences to the patient.

Manufacturer narrative:
Result and conclusion code updated based on the analysis of the returned device. The device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. During the analysis of the returned device, it was revealed that the catheter was stretched and was separated just distal to the hub under the strain relief. Information available indicated that the device was confirmed to be in good condition prior to use and was prepared as per the dfu (direction for use), no resistance was encountered during manipulation of the device, and continuous flush was set up. Based on the analysis and review of the available information, this complaint appears to be associated with a product that met the design and manufacture specifications and was used in accordance with the dfu (direction for use), but performance was limited due to procedural and/or anatomical factors during use. Because, the catheter hub and strain relief remain outside the patient at all times during the procedure. It is highly unlikely that the break distal to the hub under the strain relief may contribute to and/or cause any patient injury; therefore, this record has been deemed non-reportable. The manufacturer has reviewed all information and determined this event no longer meets the requirement of the reportable event for the device in question.

Event description:
During the procedure, it was reported that the hub of the long sheath catheter fell apart. And when pulling back, the tip disconnected with coils exposed. There were no reported clinical consequences to the patient.

Manufacturer narrative:
The device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. During the analysis of the returned device, it was revealed that the catheter was stretched and was separated just distal to the hub under the strain relief. Information available indicated that the device was confirmed to be in good condition prior to use and was prepared as per the dfu (direction for use), no resistance was encountered during manipulation of the device, and continuous flush was set up. Based on the analysis and review of the available information, this complaint appears to be associated with a product that met the design and manufacture specifications and was used in accordance with the dfu (direction for use), but performance was limited due to procedural and/or anatomical factors during use. Therefore, a probable cause of cause traced to component failure was assigned to the reported and analyzed events. Based on further review, even though the catheter hub and strain relief remain outside the patient at all times during the procedure, the break distal to the hub under the strain relief may contribute to and/or cause any patient injury; therefore, this record is reportable.

Event description:
During the procedure, it was reported that the hub of the long sheath catheter fell apart. And when pulling back, the tip disconnected with coils exposed. There were no reported clinical consequences to the patient.